Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown chronos. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, jung, w., et al. (2013, june). Comparative study of medial opening-wedge high tibial osteotomy using 2 different implants. Arthroscopy - journal of arthroscopic and related surgery, 29, 1063-1071. The authors conducted a retrospective, nonrandomized study with sequential review of patients who underwent opening wedge high tibial osteotomy (hto) using a short spacer plate of competitor and synthes device, rigid long plate (tomofix) at follow-up two years postoperatively from january 2009 through december 2009. Group I patients using a short spacer plate had mean age of 60.2 years (range, 41 to 78 years); group ii patients treated with tomofix and synthes chronos wedge inserted in osteotomy gap had mean age of 60.6 years (range 43 to 79 years). There were 94 opening-wedge htos in group I and 92 htos in group ii. Patients underwent clinical and radiographic evaluations preoperatively and at two years postoperatively. At two year follow-up, the authors reported the following group ii complications: post surgical lateral cortical fracture (three); intraoperative lateral cortical fracture (seven); intraoperative tibial plateau fracture (three); infection (one); under correction (six); correction loss after fracture (two); loss of correction (six); correction failure (12). This report is for unknown chronos. This is report 2 of 2 for (B)(4).